Manufacturer narrative:
Date received from MFR: 21nov2019. The data acquisition printed circuit board assembly (da pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the da pcba revealed no signs of physical damage and contamination. The da pcba was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation da pcba passed all testing, and no errors were generated. The reported issue could not be replicated. No fault was found on the returned da pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/17/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the data acquisition printed circuit board assembly to address and correct this event.

Event description:
The customer reported a ventilator with flow errors (pressure readings out of tolerance). There was no patient involvement / harm.